Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, which was performed with an alternative device due to a failure of the originally intended endoscope, the surgeon tried to activate the loop electrode that was attached via the universal socket cable, when the esg-400 hf-generator issued an error message saying that no accessory was attached. Neither turning the hf-generator off an on again several times nor replacing the hf-cable with another one resolved the issue. The olympus kit was then replaced with a third-party monopolar resection kit using glycine. However, since there was initially not enough glycine available to finish the procedure additional supplies had to be obtained. This, together with the previously listed failures, led to a delay of the procedure of at least two hours while the patient was kept under general anesthesia on the operating table.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that when turning the esg-400 hf-generator on for a therapeutic transurethral resection of the prostate (turp) procedure, there was an exposed cable on the power switch and the fuse cover was missing. Furthermore, the single foot pedal didn't work. The procedure went ahead but, due to a failure of the originally intended endoscope, it was performed with an alternative device. When the surgeon tried to activate the loop electrode that was attached via the universal socket cable, the esg-400 hf-generator issued an error message saying that no accessory was attached. Neither turning the hf-generator off and on again several times nor replacing the hf-cable with another one resolved the issue. The olympus kit was then replaced with a third-party monopolar resection kit using glycine. However, since there was initially not enough glycine available to finish the procedure additional supplies had to be obtained. This, together with the previously listed failures, led to a delay of the procedure of at least two hours while the patient was kept under general anesthesia on the operating table.

Manufacturer narrative:
Additional information: b5 - describe event or problem, d10 - concomitant medical products and therapy dates. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus UK regional repair center (rrc) in bolton, UK (returned to the rrc on 2022-04-25). The inspection at the rrc confirmed that the instrument recognition at the generator¿s universal port was not working due to a defective universal socket. It is unclear what caused the reported failure. However, a user error cannot be ruled out entirely. Furthermore, the inspection found cracks at different output sockets of the front panel. This damage was most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the failure of the universal socket. The associated footswitch was not provided for investigation since it was reportedly discarded by the user facility. However, based on the information provided, it is assumed that the footswitch was defective. Regarding the fault description about an exposed cable on the power switch and a missing fuse cover, it is assumed that this probably refers to a power cable which was then replaced. Also, the esg-400 does not have a ¿fuse cover¿ but a fuse holder which is holding the two fuses. If this holder is not inserted correctly or if it is missing, the device cannot be put into operation. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.